Event description:
It was reported stimulation would randomly turn itself off. Setting the device to magnet mode off did not resolve the issue. Follow up information revealed the st. Jude medical representative was planning to meet with the patient at his next doctor's appointment to make sure the magnet mode was turned off on all of his programs; however, the patient declined stating he likes having the magnet mode on and will deal with scs system randomly turning off. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.